Event description:
It was reported that the valve broke after approximately four months of use. The device was removed and another manufacturer's device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one button replacement 18f 1.7cm gastrostomy non-balloon sample was returned for evaluation. The sample was returned in two segments, with the detached cap plug failure mode being addressed in related complaint MDR number 3006260740-2018-02152. As such, this investigation will not address the detached cap plug. The valve was patent to infusion with no issues noted during testing. Therefore, the investigation is unconfirmed for the reported broken valve. As the sample was received with its cap plug detached, it is possible that damage related to the detachment contributed to the reported event. However, as no other issues could be identified with the valve during evaluation, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the valve broke after approximately four months of use. There was no reported patient injury.